Event description:
Report #1 of 3. Report received of air leaking at the control syringe. It was reported that the control syringe is connected to the end of a four-station manifold and is used to draw up radio-opaque contrast. It was reported that air enters the control syringe after each aspiration of contrast. The physician then needs to remove the syringe in order to purge the air out prior to injecting the contrast into the coronary ateries. It was reported that the syringe was examined after the procedure and it was believed that air is leaking into the syringe from around the black rubber stopper on the plunger. There are no reports of an adverse pt event.